Event description:
It was reported that 4 bd micro-fine¿ pro pen needles had broken non-patient ends found before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe broken. The clinic contacted directly. According to the user's report, before use, four needle npe were found broken."

Manufacturer narrative:
H6: investigation summary: our open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all four samples. As all samples returned were open it is not possible to determine root cause. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles had broken non-patient ends found before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe broken. The clinic contacted directly. According to the user's report, before use, four needle npe were found broken.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.